Event description:
The customer reported that the hose burst during set up for a procedure. This did not occur in the sterile field and there was no injury or surgical delay with this event, as an alternative hose was available for use.

Manufacturer narrative:
Investigation findings: an evaluation of this hose, confirmed the reported problem and found the hose burst at the coupling end. Conmed linvatec repair records show the last date of service for this hose was april 2006. The handpiece instruction manual informs the user of the following: warning: always inspect the hose for signs of wear or damage prior to use. Under pressure, a severed or broken hose can whip out of control. Do not use worn or damaged hoses. Replace immediately, or return for repair. In addition, before each use, check all of the equipment for any air or nitrogen leakage and return the instrument for service if leakage is noticed. Leakage could seriously injure the patient or cause death. The customer will be provided additional information on this product.